Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside of the delivery tube and on the seal. The loading device was not returned. The tension spring assembly,the anchor tab and the seal were outside the delivery device. The seal was partially unraveled; the first and second rows from the center remained connected. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for failure to fully unravel. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number: (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. The seals were not loading properly upon the initial step of pinching the buttons on the distal end of the loading device. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to report: 2242352-2013-00859 for the related report.